Manufacturer narrative:
Analysis of the returned device identified weight to the specification, deformation, flat crease. Cloudy color observed in the gel after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "left grade iii capsular contracture with implant malposition' and "pocket with scant serosanguinous fluid posterior to new capsule". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii and implant malposition and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "left grade iii capsular contracture with implant malposition' and "pocket with scant serosanguinous fluid posterior to new capsule". The device has been explanted.